Event description:
It was reported that the insulin gauge displayed an amount different than expected, showing a fill estimate of 0 units. There was no adverse impact to the customer¿s blood glucose level. The issue was identified as a fill estimate discrepancy due to an alert or alarm condition, and further information was directed to an additional case issue.